Event description:
It was reported that during a procedure to replace the associated implantable cardioverter defibrillator (ICD), this right atrial (ra) and right ventricular (rv) lead were noted to exhibit high threshold measurements. The leads were both explanted and replaced. No additional adverse patient effects were reported. The leads sustained damage during explant and will not be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments severed approximately 100 millimeters (mm) from the terminal end. Visual observation noted that the coils and insulation were cut with a tool, an extracting stylet was returned stuck in the tip section and wrapped around the outside of the lead body, the helix was extended and was noted to be bent with dried blood/body fluid and tissue noted on the helix. Dried blood/body fluid was also noted in the lead due to the damaged insulation. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported observation of high threshold measurements, however, did confirm the reported induced damage that occurred during the explant procedure.

Event description:
It was reported that during a procedure to replace the associated implantable cardioverter defibrillator (ICD), this right atrial (ra) and right ventricular (rv) lead were noted to exhibit high threshold measurements. The leads were both explanted and replaced. No additional adverse patient effects were reported. The leads sustained damage during explant and will not be returned. The severed lead tip was returned for analysis.